Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer expressed concerns with the calibration of the spectrum pump due to infusions running longer than expected and leaving a significant amount of fluid still left in the secondary solution bag during therapy. These issues occur during infusions of normal saline with a secondary infusion of nivolumab (programmed amount and delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.